Event description:
After an implantation period of approx. 6 months, it was reported that a too high shock impedance was shown in the homemonitoring. An insulation damage was detected during explantation of the lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. 55 cm distal to the df4 connector pin the insulation was found abraded through and the conductor cable leading to the rv shock coil was found fractured. This damage is assumed to be the root cause for the observed oversensing and the out of range shock impedance. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. The finding was consistent with exposure to constant interaction with another implantable device. The available x-rays confirmed the presence of tricuspid-valve repair clips which most likely interacted with the distal part of the rv lead, as suspected in the complaint. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.